Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754 lot# serial# nku416595n implanted: explanted: product type recharger product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported there was a lead migration. X-ray imaging confirmed this allegation. The implantable pulse generator (ipg) was discharged at the follow-up visit, so the coverage couldn¿t be checked. The patient was told not to recharge until she came to the office for her follow-up. If the patient was not receiving adequate coverage, then a lead revision would have to have been performed. Upon the follow-up, recharging was performed. The patient¿s status at the time of the report was ¿alive ¿ no injury¿. No troubleshooting was performed. It was unknown if a lead revision would be performed at that time. The cause of the event and if it was device related was unknown. It was unknown how the patient was doing; the patient was going to go home to recharge it and was advised to give the manufacturer representative (rep) a call if she had any problems. If additional information regarding the patient¿s outcome becomes available or if a lead revision would be performed, a follow-up report will be submitted.